Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2012. Information obtained from the device showed no evidence that the device may have been switching itself on automatically as reported. Investigation did not confirm a fault with the device or any component of the device. It did confirm that the device performed to specification. The device did fall, however, to upgrade software from version 2.08 to 3.2.0 using the heartsine samaritan pad universal upgrader. The device would be capable of delivering therapy in this fault mode. The device was replaced within 24 hours. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.